Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced toxic anterior segment syndrome (tass) after the procedure. Additional information has been requested but none received till date.

Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).